Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with back light anomaly and missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display.

Event description:
The customer reported via phone call that the insulin pump had backlight anomaly. Customer's blood glucose value 230 mg/dl. Troubleshooting was performed. Customer states the backlight was not turn on, the screen was not lighting up, not enough to see enough. Customer reports the backlight anomaly was on the lcd and lcd backlight did not work. The device will not be returned for analysis.